Manufacturer narrative:
(B)(4). A third party field service representative evaluated and serviced the device. The field service representative reconnected the loose flex circuit from the main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported silence/reset does not work intermittently issue on the revel ventilator. There is no information regarding patient involvement associated with the reported event.